Event description:
During the device evaluation, it was observed that the bronchofiberscope forceps port was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found the forceps channel port was shaved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "biopsy channel port scraped" malfunction would likely be related to the metal parts of the endo therapy accessories and/or cleaning brush contacted with biopsy channel port when the endo therapy accessories (cleaning brush, or other) were inserted/retrieved. The event can be detected by following by handling the device in addordance with the following section in the instructions for use: bronchofiberscope bf-e2 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.